Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received unexpected power loss alarm. The customer blood glucose level was unknown. Customer stated that the insulin pump was power down without notification. It was reported that crack near the battery housing, insulin pump rejected the new battery and slower to rewound the insulin pump. The device will not be returned for analysis.